Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode and the patient was experiencing phrenic nerve stimulation. Technical services (ts) recommended device replacement. This device remains in service. No additional adverse patient effects were reported.